Event description:
It was reported that the patient experienced uncomfortable stimulation in the upper back. An x-ray determined that the leads, originally implanted around t8, had migrated to approximately c6. The patient was referred to neurosurgeon to replace the existing leads with a paddle lead. During the replacement the hcp found that the existing leads moved freely through the titan anchors and he suspected that the implanting physician did not tie down the titan anchors enough to collapse the titanium core on the lead. The patient's neurostimulator was also replaced because the hcp didn't want to replace it a year later with new non-rechargeable. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Lead: model 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6); lead: model 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6); anchor: model 3550-39, lot# unknown, implanted: 2011 (B)(6), explanted: 2012 -(B)(6); anchor: model 3550-39, lot# unknown, implanted: 2011 (B)(6), explanted: 2012 (B)(6); programmer: model 37744, serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on november 2, 2017. It was reported that the patient¿s first implantable neuro stimulator (ins) was replaced after she fell and ¿the electrodes went into her neck¿. It was then clarified that the leads migrated and she felt stimulation in the wrong location (neck and chest). An x-ray confirmed that the leads had moved and the patient stated that the healthcare professional had to ¿split it clear down¿ to remove the devices and to implant a new system. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4). Analysis of the neurostimulator model 37702, serial (B)(4), found no significant anomaly. Analysis of the leads model 3778-60, serials (B)(4), and (B)(4) found no anomaly. Analysis of the anchor model 3550-39, lot unknown, found the titan anchor had separated. The anchor was received with sutures attached to the outer silicone sleeve. The insert was able to be placed into the sleeve without loosening the sutures and slid onto a known good lead. Analysis of the anchor model 3550-39, lot unknown, found no anomaly. The anchor was received with the sutures still tightened onto the silicone sleeve. In the condition as received the anchor was able to slide along the length of the lead. The sutures were loose enough to allow movement of the anchor.